Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder injury ("right coil nicked her bladder"), embedded device ("right coil had migrated out of the fallopian tube, right coil embedded in her uterus") and hemianaesthesia ("numbness on her right side") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced bladder injury (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criteria medically significant and clinically significant/intervention required), hemianaesthesia (seriousness criterion medically significant), alopecia ("hair loss"), pain ("pain on her right side"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2014) and surgery (hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was withdrawn. At the time of the report, the bladder injury, embedded device, hemianaesthesia, alopecia, pain, weight increased and fatigue outcome was unknown. The reporter considered bladder injury, embedded device, hemianaesthesia, alopecia, pain, weight increased and fatigue to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that right coil had migrated out of the fallopian tube, right coil embedded in her uterus and right coil nicked her bladder (seen as bladder injury). She experienced numbness on her right side. A hysterectomy and bilateral salpingectomy was performed. Embedded device (seen as partial uterine perforation) and bladder injury are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Considering that essure has a local action at fallopian tubes, a causal relationship between numbness on her right side and essure can be excluded. Partial uterine perforation may occur with essure therapy. In this case, the exact date and mechanism of partial uterine perforation was not known. The occurrence of this event could have caused bladder injury. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ perforation/ migration of essure device - location of device: perforation and imbedded in side of the uterus / migration of essure device location"), bladder perforation ("perforation (other): state location of the perforation diagnosed"), bladder injury ("right coil nicked her bladder/ bladder or urinary problems or changes device nicked bladder"), embedded device ("right coil had migrated out of the fallopian tube, right coil embedded in her uterus") and hemianaesthesia ("numbness on her right side") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, hypertension, generalized anxiety disorder, vomiting, chest pain, bloody stool, dysuria, ureteral calculus, yeast infection in 2008, rash, chronic sinusitis, muscle pain, seasonal allergic rhinitis, myalgia, excessive thirst, psychiatric disorder nos, black eye, panic attacks, alcohol use and obesity. Previously administered products included for an unreported indication: fluoxetine, remeron, aspirin, temazepam, topiramate, zolpidem (ambien), midrin and prozac. Concurrent conditions included vision decreased and muscle twitching. Family history included heart disease, unspecified (father, maternal grandfather), diabetes (father, mother, maternal grandfather), hypertension (father, mother, maternal grandfather), high cholesterol (father, mother, maternal grandfather), depression (father, mother), stroke (mother), high cholesterol (mother, maternal grandfather), osteoporosis (mother, maternal grandfather), depression (mother), anemia (sister) and thyroid disorder. Concomitant products included diazepam since 2014, fluoxetine from 2014 to 2015, hydrocodone in 2016, paracetamol (acetaminophen) since 2014, ranitidine since 2014, rizatriptan from 2014 to 2015 and valproate semisodium (divalproex) from 2014 to 2015. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines I headaches migraines were more severe the location of the pain was different"), anxiety ("psychological or psychiatric problems -condition: anxiety and depression; implant amplified both"), depression ("psychological or psychiatric problems -condition: anxiety ; implant amplified both"), abdominal pain lower ("pain lower abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headache") and was found to have weight increased ("weight gain I loss (specify which one) weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required) and bladder injury (seriousness criteria medically significant and intervention required), 2 months 21 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), abdominal pain ("pain on her right side") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"). The patient was treated with antibiotics and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes) and bladder sling implanted). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bladder perforation, bladder injury, embedded device, hemianaesthesia, urinary tract infection, anxiety, depression, abdominal pain lower, dysmenorrhoea and headache outcome was unknown, the alopecia, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and weight increased had resolved and the dyspareunia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder injury, bladder perforation, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, hemianaesthesia, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that bladder sling implanted due essure nicking bladder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : new events, " bladder perforation, headache, dysmenorrhea " were added. Outcome of events, " abdominal pain, hair loss, fatigue, weight gain, abnormal bleeding, were changed to "recovered/resolved" and outcome of events, "migraine and painful intercourse" were changed to "recovering/resolving".. Lab data was added. Patient demographics were added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ perforation/ migration of essure device - location of device: perforation and imbedded in side of the uterus"), bladder injury ("right coil nicked her bladder/ bladder or urinary problems or changes device nicked bladder"), embedded device ("right coil had migrated out of the fallopian tube, right coil embedded in her uterus") and hemianaesthesia ("numbness on her right side") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included insomnia, hypertension, generalized anxiety disorder, vomiting, chest pain, bloody stool, dysuria, ureteral calculus, yeast infection in 2008, rash, chronic sinusitis, muscle pain, seasonal allergic rhinitis, myalgia, excessive thirst, psychiatric disorder nos, black eye, panic attacks and alcohol use. She denies any associated chest pain or shortness of breath and has not had fever and chills. There is not a history of kidney stones in the past. Previously administered products included for an unreported indication: fluoxetine, remeron, aspirin, temazepam, topiramate, zolpidem (ambien), midrin and prozac. Past adverse reactions to the above products included stomatitis with aspirin. Concurrent conditions included vision decreased and muscle twitching. Family history included heart disease, unspecified (father, maternal grandfather), diabetes (father, mother, maternal grandfather), hypertension (father, mother, maternal grandfather), high cholesterol (father, mother, maternal grandfather), depression (father, mother), stroke (mother), high cholesterol (mother, maternal grandfather), osteoporosis (mother, maternal grandfather), depression (mother), anemia (sister) and thyroid disorder. Concomitant products included diazepam since 2014, fluoxetine from 2014 to 2015, hydrocodone in 2016, paracetamol (acetaminophen) since 2014, ranitidine since 2014, rizatriptan from 2014 to 2015 and valproate semisodium (divalproex) from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines I headaches migraines were more severe the location of the pain was different"), weight increased ("weight gain I loss (specify which one) weight gain"), anxiety ("psychological or psychiatric problems -condition: anxiety and depression; implant amplified both"), depression ("psychological or psychiatric problems -condition: anxiety ; implant amplified both") and abdominal pain lower ("pain lower abdomen"). On (B)(6) 2014, 2 months 21 days after insertion of essure, the patient experienced bladder injury (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant) and abdominal pain ("pain on her right side"). The patient was treated with antibiotics and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, bladder injury, embedded device, hemianaesthesia, alopecia, abdominal pain, fatigue, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased, urinary tract infection, anxiety, depression and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder injury, depression, dyspareunia, embedded device, fatigue, hemianaesthesia, menorrhagia, migraine, nausea, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that bladder sling implanted due essure nicking bladder. Diagnostic results: on (B)(6) 2014, she had CT abdomen pelvis w contrast of impression: 1. There are findings compatible with a recent hysterosalpingogram with some contrast in the cervix. No free air or perforation. Probable right-sided essure device has migrated from the right fallopian tube and is identified in the pelvis just along the posterior left aspect of the lower uterine segment/cervix. Right ovarian cyst is noted. On surgical pathology report a. Vermiform appendix, appendectomy - no diagnostic abnormalities. B. Uterus and bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy. Cervix: chronic cervicitis with squamous metaplasia endometrium: inactive myometrium: focal subbasal adenomyosis and hyalinized area suggestive of an old implantation site serosa/peritoneal reflections: no diagnostic abnormalities. Fallopian tube(s): no diagnostic abnormalities. Left essure implant within fallopian tube, right essure implant in parametrial tissue ovary/ovaries: not present uterine weight (excluding adnexal structures): 88 grams. On diagnosis a. Vermiform appendix, appendectomy - no diagnostic abnormalities. B. Uterus and bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy. Cervix: chronic cervicitis with squamous metaplasia endometrium: inactive. Myometrium: focal subbasal adenomyosis and hyalinized area suggestive of an old implantation site serosa/peritoneal reflections: no diagnostic abnormalities. Fallopian tube(s): no diagnostic abnormalities. Left essure implant within fallopian tube, right essure implant in parametrial tissue ovary/ovaries: not present uterine weight (excluding adnexal structures): 88 grams. On gross description part a. Submitted in a container of formalin labelled "cope, appendix" is a grossly normal appearing appendix with attached adipose tissue measuring 3.5 cm in length and up to 1 cm in diameter. No exudates are seen on the serosal surface. Sectioning reveals a moderate amount of semisolid fecal material. The wall of the appendix appears thickened and grossly intact. Representative sections are submitted in a. Part b. Submitted in a container of formalin labelled "cape, uterus, cervix, bilateral tubes and essure implant" is a uterus with attached cervix and attached bilateral fallopian tubes. Upon removal of the fallopian tubes, the uterus and cervix measure 8 x 5.5 x 4 cm and weighs 88 grams. The serosal surface is tan, smooth and glistening. The ectocervix appears tan-pink, highly roughened and measures 2.8 x 2.5 cm. The cervical os measures 0.5 cm in diameter. The uterus is bivalve revealing a tan pink glistening endometrium with patchy areas of hemorrhage. On sectioning the endometrium measures up to 0.2 cm in thickness. The myometrium measures 2.7 cm in thickness. No focal lesions are identified within the myometrium. A coiled segment of wire is seen within the right parametrial vessels located approximately 0.5 cm from the cervical junction. The right fallopian tube measures 6 cm in length and 0.7 cm in diameter. A fimbriated end is present. The left fallopian tube measures 7 cm in length and up to 0.7 cm in diameter. A fimbriated end is present sectioning of the left fallopian tube reveals a segment of coiled metal wire. On xr post surgical instrument count findings: intraoperative radiograph of post hysterectomy specimen demonstrates essure device of the left fallopian tube. Additional essure device projected over the left aspect of the lower uterine body is noted. Impression: two essure devices identified as described above. On (B)(6) 2014, she had surgical pathology final report diagnosis: a. Vermiform appendix, appendectomy - no diagnostic abnormalities. B. Uterus and bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy cervix: chronic cervicitis with squamous metaplasia. Endometrium: inactive myometrium: focal subbasal adenomyosis and hyalinized area suggestive of an old implantation site serosa/peritoneal reflections: no diagnostic abnormalities fallopian tube(s): no diagnostic abnormalities. Left essure implant within fallopian tube, right essure implant in parametrial tissue ovary/ovaries: not present uterine weight (excluding adnexal structures): 88 grams. On (B)(6) 2014, she had xr abdomen 1 impression: removal of fallopian tube closure devices. Intervening appendectomy. 3 mm calcification superior aspect left kidney to prior. On (B)(6) 2015, she had xr videourodynamics she had impression: 1. The filling study shows no evidence of detrusor instability. 2, the leak point pressure test is positive for stress incontinence, the low leak point pressures suggest intrinsic sphincter dysfunction. The bladder neck is moderately mobile. 3. Patient appears to have normal detrusor function, the emg findings during the flow pressure study are probably not clinically significant. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs and treatment drug were added. Updated suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), nausea, perforation (uterus)/ perforation/ migration of essure device - location of device: perforation and imbedded in side of the uterus, dyspareunia (painful sexual intercourse), migraines headaches migraines were more severe the location of the pain was different, weight gain loss (specify which one) weight gain. Updated events and onset date. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2014). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and it was reported that right coil had migrated out of the fallopian tube, right coil embedded in her uterus and right coil nicked her bladder (seen as bladder injury). She experienced numbness on her right side. A hysterectomy and bilateral salpingectomy was performed. Embedded device (seen as partial uterine perforation) and bladder injury are regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Considering that essure has a local action at fallopian tubes, a causal relationship between numbness on her right side and essure can be excluded. Partial uterine perforation may occur with essure therapy. In this case, the exact date and mechanism of partial uterine perforation was not known. The occurrence of this event could have caused bladder injury. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.